Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No loose drive support disk anomaly or motor error alarms were noted during testing. The motor passed the motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had motor error alarm and drive support cap was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.